Event description:
Customer states that he rec'd results of 210mg/dl and switched to a different vial of strips. He retested on the other vial on the same device and obtained a result of 90mg/dl within 5 minutes. Customer states that he had low blood glucose symptoms at that time. Customer reports drinking juice and eating peanuts as a result. No adverse event reported and no treatment rec'd. No qc's were used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Vials of strips producing 90mg/dl result: 522742, 03145263001, 5/31/06.